Event description:
Resident was being wheeled to dining room in chair. The chair was in a semi-reclining position. It disengaged and placed the resident in an upright position. Her feet went to the floor and caught in the forward movement, resulting in a non-displaced right distal fracture of her tibia and fibula. Taken to ER for x-ray, air-cast applied, returned to facility same day. Resident is non-ambulatory. No change in adl status resulted from the event.